Event description:
It was reported that while a patient in the emergency department was receiving infusions of levophed (56.3 ml/hour and 32mcg/ml) , epinephrine (56.3 ml/hour and 32 mcg/ml), amiodarone (33.3ml/hour and 1.8mg/ml), when at 1851 all three (3) channels alarmed as being "disconnected". All three channels shut off. The issue was immediately recognized and within approximately a minute the pumps and infusions were restarted. The hospital medical team reviewed the patient event and indicated no impact to patient related to pump issue.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number (B)(6) is a concomitant and this file has captured the correct suspect device with serial number 14270063 as per investigation report. Omit : b17 - device not returned, c20 - no findings available and f27 - no patient involvement. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, device manufacture date, imdrf annex f code. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, b, c, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while a patient in the emergency department was receiving infusions of levophed (56.3 ml/hour and 32mcg/ml) , epinephrine (56.3 ml/hour and 32 mcg/ml), amiodarone (33.3ml/hour and 1.8mg/ml), when at 1851 all three (3) channels alarmed as being "disconnected". All three channels shut off. The issue was immediately recognized and within approximately a minute the pumps and infusions were restarted. The hospital medical team reviewed the patient event and indicated no impact to patient related to pump issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility